Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "would not accept" multiple cartridges during the load sequence. A new cartridge was successfully loaded onto the pump. There was no reported adverse impact to the customer's blood glucose level. Customer declined to provide additional information.